Event description:
Reported via patient careline it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) months post procedure the patient experienced a cerebral vascular accident. The patient is now on plavix. There were no other complications that were reported to have occurred.